Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where user reports loss of movement in the right arm which leads to the removal of sensor.

Manufacturer narrative:
User experienced loss of movement in the right arm which leads to removal of the sensor. User is doing fine and no further investigation is required.